Manufacturer narrative:
PMA/510(k)#:k182980. Device evaluation: the zib device of unknown lot number involved in this complaint was implanted in the patient, and was not available for evaluation. Document review: prior to distribution zib devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the zib device could not be performed as the lot number is unknown. It should be noted that the instructions for use (ifu0040-6) states the following: ¿the stent has not been designed to inhibit tumor ingrowth. Tissue may grow through stents.¿ there is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing conditions. From the information provided it is known that the patient had a history of malignancy. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, 12 patients had stent dysfunction before death. Another stent was placed in seven patients; drainage catheters were inserted in two patients. Three patients received conservative treatment because of poor general condition. Tumor ingrowth or overgrowth was found in five patients, and debris impaction in stents was found in two patients. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Huang ¿ ¿comparison of uncovered stent placement across versus above the main duodenal papilla for malignant biliary obstruction¿. The overall length of the obstruction and the distance from the end of obstruction to the papilla were confirmed. The guide wire was exchanged for a 0.035-inch guide wire (amplatz super stiff; boston scientific, natick, massachusetts), and a self-expanding metal stent was inserted through the wire. Stents were placed across the papilla in patients with tumor obstruc-tion the lower 2 cm of the cbd, and above the papilla in patients without peripapillary obstruction. The stent protruded 1 cm into the duodenum if it was inserted across the papilla. Postdilation of the stent was not necessary. An 8.5-f external biliary drainage catheter (cook) was left above the stent if necessary. The drainage catheters were irrigated after the operation. In group 2, 12 patients had stent dysfunction before death. Another stent was placed in seven patients; drainage catheters were inserted in two patients. Three patients received conservative treatment because of poor general condition. Tumor ingrowth or overgrowth was found in five patients, and debris impaction in stents was found in two patients.

Manufacturer narrative:
PMA/510(k)#: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Huang ¿ ¿comparison of uncovered stent placement across versus above the main duodenal papilla for malignant biliary obstruction¿. The overall length of the obstruction and the distance from the end of obstruction to the papilla were confirmed. The guide wire was exchanged for a 0.035-inch guide wire (amplatz super stiff; boston scientific, natick, massachusetts), and a self-expanding metal stent was inserted through the wire. Stents were placed across the papilla in patients with tumor obstruction the lower 2 cm of the cbd, and above the papilla in patients without peripapillary obstruction. The stent protruded 1 cm into the duodenum if it was inserted across the papilla. Postdilation of the stent was not necessary. An 8.5-f external biliary drainage catheter (cook) was left above the stent if necessary. The drainage catheters were irrigated after the operation. In group 2, 12 patients had stent dysfunction before death. Another stent was placed in seven patients; drainage catheters were inserted in two patients. Three patients received conservative treatment because of poor general condition. Tumor ingrowth or overgrowth was found in five patients, and debris impaction in stents was found in two patients.